Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3774 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "dilator comes not flush, it has a little nick on it and it will not go into the skin. She can get the sheath in but the dilator won't go in the vessel."